Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, not allowing the unit to turn on or access to download, isolate to electronic stack. The unit was also received with a pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, battery cap contact missing, broken battery cap, and keypad overlay texture damage. In conclusion, the customer¿s concern of blank display was confirmed because the unit came in with blank display, which was due to corroded electronic assemblies, isolated to the electronic stack. The customer's concern about a reservoir compartment was not confirmed. Customer concern of a broken battery cap, a missing battery cap contact, damaged battery compartment were confirmed when a cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, battery cap contact missing, and broken battery cap, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage and a blank display. The customer stated that the location of the damage was at the case of the reservoir tube side and the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for the blank display. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the battery cap damage, and accessories-1527 was used as a replacement for the battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. No product return is required for mmt-1884.